Manufacturer narrative:
Manufacturer narrative: the customer reports the cns (central monitoring system) is having communication loss at random periods of the day, customer isn't sure if it is signal loss. The customer states that it is only for a second or so and they aren't losing any data at this point. Customer states this is happening across the whole system, not just one bed. The customer said they will continue to monitor the system and provide more details as they come. Customer reports this issue has existed ever since the 2014 install. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reports the cns (central monitoring system) is having communication loss at random periods of the day, customer isn't sure if it is signal loss. The customer states that it is only for a second or so and they aren't losing any data at this point. Customer states this is happening across the whole system, not just one bed. The customer said they will continue to monitor the system and provide more details as they come. Customer reports this issue has existed ever since the 2014 install. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports the cns (central monitoring system) is having communication loss at random periods of the day, customer isn't sure if it is signal loss. The customer states that it is only for a second or so and they aren't losing any data at this point. Customer states this is happening across the whole system, not just one bed. The customer said they will continue to monitor the system and provide more details as they come. Customer reports this issue has existed ever since the 2014 install.